Event description:
The test strip blood sampling area appears off center and misprinted. When he tries to use them, he gets an error code and will not read glucose. The dot that is normally on the right side of the strip to indicate where to place blood is distorted and the ink ran downside of strip. Went through 5 strips with same issue. Found another strip where the dot was printed properly, and it worked. Pt has been using this for years. Never had this issue and is familiar with typical appearance of the strip.